Event description:
It was reported that, when the physician tried to connect the lead to the adapter after inserting the lead, he had difficulty connecting them. After connecting, he commented that he could not connect because the connected part on the lead side was bent. When the impedance was measured after the implant, the impedance for only the 7th electrode showed high and the electrode could not be used. The lead is still in use. There was no patient complication. It was reported that optimum paresthesia was created by the contact on the upper part of the electrode, so the use of the lead was continued.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), product type: lead. (B)(4).